Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital for a magnetic resonance imaging (MRI) scan. The device was interrogated and a code 1003, which states that the voltage is too low for projected remaining capacity, was displayed. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital for a magnetic resonance imaging (MRI) scan. The device was interrogated and a code 1003, which states that the voltage is too low for projected remaining capacity, was displayed. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.